Manufacturer narrative:
A ge service representative performed an onsite investigation. A cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed multiple errors and that the live image was unstable. No pt injury reported.